Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek inrange meter serial number (B)(4) compared to a laboratory "rfil hemosil recombi plastin 2g" methodology. The patient's laboratory result was 4.46 inr. The patient's meter result within fifteen minutes was 5.8 inr. The patient's therapeutic range was 2.5- 3.5 inr.